Event description:
It is reported that the glenosphere is cracked.

Manufacturer narrative:
Evaluation summary: cracks and fractures of glenosphere helmets were investigated. As a result, the design of the helmet was modified. In june 2013, an FDA reportable recall was initiated to remove the helmets produced prior to the changes. It is unknown what revision of helmet cracked, however, it is believed that this helmet was of the original design. Evaluation codes: review of the device history records was not possible as the produce and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.